Event description:
It was reported that a merlin.net transmission showed non-sustained right ventricular oversensing due to post paced t wave oversensing. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
(B)(4).